Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of helicobacteria pylori infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical study patient was injected with 2mls to the left temple and 2mls to the right temple of juvéderm® voluma® with lidocaine. Patient later went on to experience a mild helicobacteria pylori infection about a month and a half after injection. Event was not related to the study device and no action was taken. Event is currently recovering/resolving, but is still ongoing.